Manufacturer narrative:
D9: 05-jun-2025. H3: one device was returned for evaluation in used condition. Service history reviewed there was no service within the last 12 months. Functional testing was performed and the reported issue was not duplicated. The cause could not be determined as the device was working as expected. No problems were found.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the heated hose was constantly disconnected during operation, even when the cable was changed several times. The device was also running in overtemperature at 43 degrees. The event took place at the hospital (B)(6), during pre-test. The device was handled by the qualified personnel. The date of event is 10-feb-2025. There was no patient involvement with no human harm reported. Avasile (B)(6) 2025